Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The patient reports that he has noticed that it takes a lot more effort in order to get all the air bubbles out of the cartridge in order to use the pump safely. He is using the cartridge per IFU, and is filling with room temperature insulin and is pressurizing the cartridge correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.